Manufacturer narrative:
The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. Upon visual inspection the service technician noted that they replaced keypad. Based on the findings, service determined that the proximate cause of the reported issue was due to electrical failure of the keypad - unresponsive keypad. Device history review a review of the device history record for sn(B)(4) was performed from date of manufacture 06/03/2019 to present date 12/15/2020, and note that this device has been returned for service twice which correlates to the customer reported issue or service repairs. This shall be reviewed as part of part usage trending in complaint review board. Also, there were no production failures indicated on the source device.

Event description:
It was reported that there was a keypad replacement. There was no patient involvement.